Event description:
This info was provided by the user to a rep: the arterial pressure catheter was inserted into the pt's femoral vein. The pt was transferred to another facility where the catheter was neglected and found broken after two weeks. The doctor had to surgically remove it.

Manufacturer narrative:
(B)(4). Per info supplied by the customer no product will be returned. Quality control confirms correct proximal fittings are clean, free of damage and securely attached and that tubing extends at least half way into molded hub. Without the return of the complaint device we are unable to determine what led to this failure mode. However, the description of the event states that the pt was transferred to another facility where the catheter was neglected, found broken after 2 weeks, and doctor had to surgically remove it. It is feasible to suggest this neglect may have led to separation of the catheter. We have notified the appropriate internal personnel and we will continue to monitor for similar complaints. The addition of this complaint would not change the conclusion of quality engineering risk analysis, that no further mitigating action is necessary at this time.